Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. The lens remains implanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct400 9.0 diopter lens was implanted in the patient's left eye (os) on (B)(6) 2018 at an axis of 170 degrees. Post-operatively, the lens rotated, and therefore, the patient underwent a lens repositioning procedure on (B)(6) 2018. Not additional information was provided.

Manufacturer narrative:
Additional information: additional information received clarified that the 18 degree difference was obtained as the counting is done to 180 degrees, not 360. The iol was placed at 170 degrees at surgery. At the postop visit, it was measured at 8 degrees and this means that the iol rotated from its original placement. So, it was counted from the starting point of 170 degrees towards 180 degrees (10 degrees) and then 8 more degrees to the 1-day visit location of 8 degrees, which that is a total of 18 degrees rotation. It was also indicated that there was only one rotation and the iol repositioning was successful. It was reported that lens remains implanted and that the patient recovered. The following fields were updated based on the new received information: age at time of event: (B)(6) yrs. Sex/ gender: female. Device evaluation: a product evaluation/ investigation was not performed as no product was returned (the lens remains implanted). The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specifications. A complaint history search revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.